Event description:
It was reported that during a surgery the motor suddenly stopped while using the zimmer dermatome. The procedure was completed with an alternate device. Follow up with the customer indicated that there was no report of pt injury associated with this incident.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.